Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2366-50e, serial#: (B)(4), description: trial linear 3-6 lead, 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a procedure the left lead punctured out of the patient's skin under the drape. The physician believed that the needle exited under the skin which was unsterile, but the infection was unlikely. The physician aborted the procedure. The patient was doing well postoperatively.